Event description:
MFR. Rep# 1644487-2025-10863, was discovered to have capturing the same event. The lead information was not available in MFR. Rep# 1644487-2025-10863 at the time of file creation and the generator information was not available in MFR. Rep# 1644487-2025-10842 at the time of its creation. As a result, duplicate investigations were conducted and duplicate mdrs submitted. To reconcile, a correction will be submitted to identify MFR. Rep# 1644487-2025-10842 as the "correct file" which will continue the investigation for this event. This will house any future supplemental reports. Based on this fatigue will be added to report 1644487-2025-10842. No other relevant information has been received to date.

Manufacturer narrative:
H6 type of investigation: follow up report 1 inadvertently did not code b11. H6 investigation conclusion: follow up report 1 inadvertently did not code d12. H6 health effect: follow up report 1 inadvertently did not code f11. H6 health effect: initial report inadvertently did not code e231201 when it was known.

Event description:
New information received from provider. It was noted that the reason for the exploratory surgery was due to pain in the left side of the thorax. The surgery was noted for patient comfort only. More patient and device information was provided. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent reposition surgery to relocate the device to the right pectorals. No other relevant information has been received to date.